Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a latitude transmission evaluation, loss of right ventricular (rv) capture and a decreased rv sensing were exhibited. It was suspected that the lead may have dislodged, as it was a recent implant. The patient returned for follow-up at which time lead dislodgement was confirmed via x-ray imaging. During surgical intervention, the physician attempted to reposition the lead however the helix failed to rotate as intended and the product was removed and replaced in absence of any adverse patient effects. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a completed lead with dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during the lead revision caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time of the lead revision and/or explant.

Event description:
It was reported that during a latitude transmission evaluation, loss of right ventricular (rv) capture and a decreased rv sensing were exhibited. It was suspected that the lead may have dislodged, as it was a recent implant. The patient returned for follow-up at which time lead dislodgement was confirmed via x-ray imaging. During surgical intervention, the physician attempted to reposition the lead however the helix failed to rotate as intended and the product was removed and replaced in absence of any adverse patient effects. The lead was later returned for analysis.